Event description:
The customer obtained reproducible lower than expected vitros phyt quality control results on a vitros 5600 integrated system. Values of 10.0, 11.2, 11.3, 10.8, 10.7, 11.9, and 11.6 mg/ml were obtained from the mas level 3 fluid versus the expected value of 30.6 mg/ml. In addition, values of 9.8, 10.6, 11.9, and 11.9 mg/ml were obtained from the vitros tdm pv iii fluid versus the expected value of 33.9 mg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not run for vitros phyt during the time frame of this event as the affected analyzer is used for back-up testing only. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that reproducible lower than expected vitros phyt quality control results were obtained on a vitros 5600 integrated system. The affected vitros phyt reagent lot was performing acceptably on an alternate vitros analyzer, and the investigation found no evidence to suggest a reagent malfunction contributed to the event. An ocd field engineer identified an issue within the immunowash fluid subsystem and therefore installed a wash shuttle roller and performed relevant subsystem adjustments. Following these service actions and recalibration of the same reagent lot, acceptable vitros phyt performance was observed. The most likely root cause of this event is instrument related.